Manufacturer narrative:
Clopidogrel and asa. (B)(4). Evaluation results: inherent risk of procedure (death).

Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. Approximately 6 months post index procedure patient death occurred. Cause of death cardiac (heart failure). The investigator indicated that the reported event was unrelated to the study device.